Manufacturer narrative:
According to clinical, the patient transferred from a hospital in cardiogenic shock. Lactate was trending down from 2.3 to 1.4. Cardiac index up to 2.3 from 1.1 the prior day. The patient was on p-level p-4 due to hemolysis. Device measuring 4.02cm in the left ventricle. Impella depth and hemolysis discussed with heart failure team. Repositioning was declined at that time with plan to wean and see if patient remains stable, intra-aortic balloon pump/pressors if needed. Escalation to impella 5.5 was discussed but on hold due to patient being fully loaded on brilinta and current patient stabilization. Potential durable left ventricular assist device in the future is being considered. The impella cp device was not returned, and therefore an evaluation of the device was not possible. However, data logs were received for evaluation/analysis which showed no motor current spikes nor trends in the placement signal or positioning issues. The root cause of the hemolysis cannot be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a 52-year-old male of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient developed hemolysis. The impella was a little deep, but the physician felt good with the placement. The impella depth and hemolysis were discussed with the heart failure team and repositioning was declined. The plan was to wean and explant the impella cp. The patient was reported as stable.